Event description:
It was reported by the patient that following a storm that knocked out the home's power, the previously working remote monitor was no longer receiving power. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.